Event description:
It was reported that the bag broke when trying to retrieve the specimen. The customer used another like device to complete the case with no pt consequences. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.